Manufacturer narrative:
The field service engineer (fse) was dispatched on 11/02/2015. The field service engineer (fse) found a tiny pinhole in tubing from feedthru fitting ff13-e through pinch valve vl59 to ff170j, the tubing was replaced resolving the small contained leak. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported they observed a white precipitate on the rockerbed of their coulter lh 750 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. The operator was wearing gloves, labcoat and glasses. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.